Manufacturer narrative:
Correction to field e1 initial reporter first name, section e initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for an atrial fibrillation (af) with rapid ventricular response. Technical services (ts) was consulted, and programming enhancements were discussed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for an atrial fibrillation (af) with rapid ventricular response. Technical services (ts) was consulted, and programming enhancements were discussed. No additional adverse patient effects were reported. This device remains in service.